Manufacturer narrative:
This is the final report.

Event description:
Shortly after implant surgery, the patient developed a blood clot and pain in his ribs. The patient was treated with medication. The patient is doing well.